Manufacturer narrative:
Eval was not possible, as no product was returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received the investigation will be reopened.

Event description:
Legal papers state the plaintiff underwent revision surgery and the defective products were removed.